Manufacturer narrative:
(B) (4). Eval of the returned product found that the alarm was tested with new batteries and when the magnet was removed there was no alarm tone. The tone selector does not work. (B) (4).

Event description:
The customer did not report the reason for the return of the alarm. There was no pt injury reported. Inspection found that when the magnet is removed from the alarm there is no tone.